Event description:
It was reported the patient¿s therapy was for occipital migraines. The patient experienced a shocking or jolting sensation. The ¿pain had everything trapped¿ with the replacement implant from 2014. The patient¿s belly was ¿all swollen, but when started going down, it was pressing on something, incisional pain.¿ the patient would wake up with pain in the ¿8s or 10s.¿ since (B)(6), it had gradually worsened, the incisional pain, down in her belly to her naval area. It was described as ¿burning, debilitating, pain¿ that seemed to get worse when she laid back. It burned her right side when she went to turn on her side. The pain was so bad the patient went to the emergency room with nausea and vomiting at the beginning of (B)(6). Prior to the surgery in (B)(6), the patient was on 800mg of (B)(4). After the surgery, the patient was on norco every 4 hours for the pain. The patient was on meds since (B)(6), and she just finished. It was later noted that when they did the replacement in (B)(6), it was like they put it back in the same area. The current implantable neurostimulator (ins) was in her abdomen, so it hurt her ribs and belly. The patient had lost a good deal of weight, and so the patient was more aware of the ins and felt it was too superficial. The physician offered to move the ins to the patient¿s original location in her back. The physician educated the patient by informing her that as she loses- or gains weight that will affect how the generator would lie under the skin. The patient had gone back to the physician every monday. They asked the patient if she wanted to replace or remove the device. The patient reportedly had three scars down her back. They want to put one in her lower back, but the patient was afraid of it because she has sciatica and had a fall in 1998. The ¿smaller one is 20000 trying to alleviate some triggering of sciatic nerves.¿ the manufacturer representative (rep) had interrogated the device, and it was working well and the patient¿s headaches were under control. It was ¿all related to the position of the device under her skin.¿ the patient was on the surgery schedule for friday (B)(6) for a possible revision, but she called the office and told the health care provider (hcp) to postpone because she wanted to get a second opinion. The patient was not sure what she was going to do, she just wanted to get healthy again. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
The device/therapy was used for an off-label indication: occipital migraines. Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3986a60, lot # n280989, implanted: (B)(6) 2011, product type lead; product ID 3986a60, lot # n280985, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).